Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/29/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side ¿leak¿.

Event description:
Healthcare processional reported a left side "leak" of a silicone device. Patient additionally reported left side "lump" and textured to smooth implant exchange. Device remains implanted.